Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after two months, multiple unsuccessful filter retrieval attempts were performed using cook retrieval set and gooseneck snare. Inferior vena cavogram demonstrated apex of the filter embedded along the right lateral wall of the ivc. Multiple unsuccessful attempts were made to deflect the filter away from the wall using ensnare and dorado balloon. During this manipulation, one of the secondary struts of the filter got inadvertently pulled up along the right lateral wall. Approximately after two months, the patient experienced chest pain and on the next day, the patient experienced right lower quadrant abdominal pain. CT scan demonstrated pericardial effusion and a possible foreign body in the pericardial sac where the repeated scan demonstrated the similar findings. Hence, median sternotomy was performed along with removal of foreign body and a possible direct repair of the heart. A blood and clots were removed and dissected from the pericardial sac. Clots were also found along the right ventricle, the inferior wall of the heart and the midst in the pericardium. A one-inch piece of metal was found in the pericardium and appeared to be rubbing against the heart along the diaphragmatic surface of the inferior wall. On the inferior wall, the hematoma and some old and new clot was present. The foreign body was removed and sent to pathology for identification purposes. Therefore, the investigation is confirmed for limb detachment, retrieval difficulties and material deformation. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval set and snare but were unsuccessful due to embedment of apex of the filter along the right lateral wall of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with corrective spine surgery. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc, material deformation and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and the fractured strut was removed via an open chest procedure. It was further reported that due to a fractured strut of the filter in the pericardial sac and perforating and damaging the heart, hematoma and clotting along the outside wall of the heart, the patient reportedly experienced pericardial effusion, abdominal and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after two months, multiple unsuccessful filter retrieval attempts were performed using cook retrieval set and gooseneck snare. Inferior vena cavogram demonstrated apex of the filter embedded along the right lateral wall of the ivc. Multiple unsuccessful attempts were made to deflect the filter away from the wall using ensnare and dorado balloon. During this manipulation, one of the secondary struts of the filter got inadvertently pulled up along the right lateral wall. Approximately after two months, the patient experienced chest pain and on the next day, the patient experienced right lower quadrant abdominal pain. CT scan demonstrated pericardial effusion and a possible foreign body in the pericardial sac where the repeated scan demonstrated the similar findings. Hence, median sternotomy was performed along with removal of foreign body and a possible direct repair of the heart. A blood and clots were removed and dissected from the pericardial sac. Clots were also found along the right ventricle, the inferior wall of the heart and the midst in the pericardium. A one-inch piece of metal was found in the pericardium and appeared to be rubbing against the heart along the diaphragmatic surface of the inferior wall. On the inferior wall, the hematoma and some old and new clot was present. The foreign body was removed and sent to pathology for identification purposes. Therefore, the investigation is confirmed for limb detachment, retrieval difficulties and material deformation. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using retrieval set and snare but were unsuccessful due to embedment of apex of the filter along the right lateral wall of the ivc. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with corrective spine surgery. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc, material deformation and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and the fractured strut was removed via an open chest procedure. It was further reported that due to a fractured strut of the filter in the pericardial sac and perforating and damaging the heart, hematoma and clotting along the outside wall of the heart, the patient reportedly experienced pericardial effusion, abdominal and chest pain; however, the current status of the patient is unknown.